Event description:
A hospital in (B)(6) reported that leak occurred from the expiratory limb of an rt345 breathing circuit after three days of use and that a pinhole was found in the expiratory limb. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt345 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt345 breathing circuit was returned to fisher & paykel healthcare (B)(4) for inspection. The evaqua (expiratory) limb was visually inspected. Results: a hole was found in the evaqua limb about 39cm away from the patient end connector. A lot check revealed no other complaints for the lot number provided. Conclusion: based on the nature of the damage, it is likely that the evaqua expiratory limb was punctured during use. The hospital has confirmed that the breathing circuit was in use for three days before the leak was detected, which suggests that the damage occurred during use. All rt340 breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. (B)(4). The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage. (B)(4).